Event description:
It was reported that the lead was explanted and replaced due to low sensing. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal lead part measuring 50.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.